Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a trochanteric fixation nail advance (tfna) procedure, the helical blade and screw coupling screw did not thread in the screw inserter without extreme force. It was unknown if there was a surgical delay. There was no patient harm reported. This report is for a screw inserter. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was performed for the subject device: part: 03.037.025. Lot: 9651848. Manufacturing site: bettlach. Release to warehouse date: 07. Oct. 2015. No nonconformances (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product development investigation was performed for the subject device: the following investigations were performed: device interaction functional: visual inspection performed on the device showed signs of thread patterns in the cannulation which is possibly the result of using with a damaged mating device. No new issues were identified on the remaining portions of the device. Functional test performed with the returned mating device noted that the nicked threads of mating device (screw coupling screw) is contributing to stuck condition during its passage into the inserter cannulation leading to require forceful advancement. The complaint condition was able to be replicated and the complaint condition was confirmed. The complaint condition agree with the complaint description and the complaint was confirmed. Drawing (mfg. And current) were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The dimensional analysis was not performed as the scratched cannulation is due to the significant post manufacture damage. DHR review performed showed no ncr¿s that were generated during production. While no definitive root cause could be determined it is likely that the damaged mating device contributed to the reported complaint condition. During the investigation, no product design issues or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.